Event description:
It was reported that the procedure was to treat the right coronary artery with mild calcification, mild tortuosity and 90% stenosis. An unspecified stent was implanted and the 3.0x15 mm nc trek balloon dilatation catheter (bdc) protective sheath was difficult to remove. The balloon was used for post-dilatation. During use of the balloon, the stent expanded and caused longitudinal compression of the balloon and the device held pressure but the balloon failed to inflate. Another balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the balloon dilatation catheter was prepped prior to the sheath being removed. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instructions for use instructions for use (IFU), states: complete the following steps to prepare the nc trek rx coronary dilatation catheter for use: slide the protective sheath off the balloon prior to performing air aspiration. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. Based on the information provided, a definitive cause for the reported complaints could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017-failure to follow steps / instructions.